Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: a physical sample was not returned for evaluation but a provided image shows the stent in the vessel which has not been completely deployed which however can't be used to assess the reported failure because it is just an image of an instant moment during the deployment which leads to inconclusive results for partial deployment. Another image demonstrates the trash bin including the sample but an evaluation for deployment failure/ partial deployment was not possible based on this image. It is unclear how the stent was finally released by cutting the delivery system. Based on provided information and image, the investigation was closed with inconclusive results for partial deployment. A definite root cause of the reported incident can not be identified. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. Regarding general warning, the instructions for use states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding accessories, the instructions for use states "the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the femoral route, insert a 0.035 inch (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". The packaging pictograms indicate an introducer size of 6f and a 0.035" guide wire. With regards to general directions, the instructions for use states "pre-dilatation of the stricture is recommended. Selection of an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". H10: d4 (expiry date: 09/2025).

Event description:
It was reported that during a stent placement procedure via femoral artery, the final fifteen millimeters of the stent allegedly could not be released. It was further reported that despite disassembling the system, the stent could not be released. Furthermore, it was reported that the delivery rod had to be cut to release the stent. There was no reported patient injury.